Event description:
It was reported that high impedance was identified on a patient's device. X-rays were ordered but were not evaluated by the manufacturer. No additional relevant information has been provided to date. No surgical intervention has occurred to date.

Event description:
The explanted lead and generator were not actually discarded by the explanting facility and were returned to the manufacturer for analysis. Analysis on the explanted lead and generator has not been approved to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The explanted products were discarded and are unavailable for analysis. No additional relevant information has been provided to date.

Event description:
Analysis was approved for the generator. No external anomalies were identified during a visual analysis of the generator. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. Electrical testing indicated that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis has not been approved for the lead to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the lead. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Pitting was observed along several portions of the lead. The lead coil appeared to be broken in several locations. No other obvious anomalies were noted. The set screw marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No additional relevant information has been received to date.